Manufacturer narrative:
The tech found the mounting screws are missing and brackets are bent. The tech replaced the missing screws and damaged brackets to resolve the issue.

Event description:
The tech alleged the bed does not go into trendelenburg position. No pt impact.